Manufacturer narrative:
Corrected information received indicated the delivery system balloon ruptured on the ventricular side immediately after inflation, not the atrioventricular side as previously reported.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. As reported, by the operator, the balloon burst may have caused by mild sharped calcification of left ventricular outflow tract (lvot). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Event description:
During a transfemoral tavr procedure, the commander delivery system balloon ruptured during the deployment of a 23mm sapien 3 valve. As reported by our affiliate in (B)(6) a 23mm sapien 3 valve was deployed in the aortic position. Prior to the valve deployment, balloon aortic valvuloplasty (bav) was performed with a 20mm balloon catheter. During the deployment of the valve, the delivery system balloon was inflated and ruptured at full inflation. The balloon was ruptured from the atrioventricular side immediately after the inflation. The valve was observed to be fully expanded by echo. Due to possible paravalvular leak (pvl), the decision was made to post-dilate the valve. However, the pvl decreased within few minutes, so post-dilation was not performed. The procedure was completed, and the patient was transferred in stable condition. It was perceived that that the balloon rupture may have been caused by mild, sharp calcification of left ventricular outflow tract (lvot). As the calcification was not large, it was expected not to cause an issue during the procedure. Post procedure, review of the CT was performed. It was confirmed that the lvot was calcified with a narrow diameter. They were pressed compositely, which may have resulted in the balloon rupture. The device was discarded in the facility and will not be returned for evaluation.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.